Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has had stimulation turned off the past 2 weeks and noticed that the stimulation turned back on by itself. The patient says that has happened about 6 times in the past two weeks. The patient also stated that she noticed stimulation has changed in intensity on its own and is uncomfortable at times and also has checked position on the programmer for adaptive stim and it showed she was laying down when she was upright. The rep cleared out the adaptive stim settings, re-oriented the battery, and saved the desired stimulation intensity for all three of her programs in all positions except recline. The patient was re-educated on how to use and edit adaptive stim. As for her device turning on when she had it off, the rep asked the patient to document it in further detail if it happens again to further investigate. The rep also re-educated on the programmer buttons and how to turn on and off stimulation correctly. No external factors were presented that possibly led to the issues. The issue was reported to be resolved. No further complications were reported.